Event description:
Patient responded back from follow up sent to them. Patient indicated that circumstances that led to change in therapy was due to device not charging well. It was about 4-5 month since they have been able to adjust up and down.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that when the patient increases stimulation they get the ¿settings not available¿ message on their controller. The patient confirmed that they had tried both groups available (a and b) and they had previously charged the ins from 50 percent to 100 percent (the controller was at 70 percent), but these actions did not resolve the screen. The patient reported that when they initially were implanted they felt stimulation in their lower back, down to their feet (no allegation indicated), but since falling twice, the patient reported having a change in their therapy, where they no longer felt stimulation in their lower back. The patient confirmed the falls were not caused by the ins. Patient services reviewed the meaning of the setting not available message with the patient and advised them to follow-up with their healthcare provider (hcp) to have their device check out and address the therapy concerns. The patient noted that they would be seeing their hcp on (B)(6) 2020. The event began in (B)(6) 2020. No further complications were reported/anticipated.